Manufacturer narrative:
(B) (4). Conclusion: the investigation shows no signs of a material or production failure. It is not possible to evaluate if there was bone resorption or not, since a steam sterilization was carried out by the hospital. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that patient experienced pain since he had a durom femoral cup implanted.